Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-00720. Related manufacturer report number: 2017865-2020-00722. It was reported that the patient presented in clinic. The atrial, right ventricular, and left ventricular leads were dislodged due to twiddler's syndrome. The leads exhibited sensing and capture anomalies. The leads were explanted and replaced on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 86.0 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.